Event description:
Healthcare professional reported left side rupture, pain, "change in breast form", and hardness. Patient was treated with analgesics. Healthcare professional later reported left side capsular contracture baker grade iii and that the device was found to be intact upon explant. Healthcare professional also reported "cysts", which is not device-related. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Clarification to g.3. Aware date: rupture was originally reported on 28/nov/2023, but as the device was found to be intact, aware date has been set to 1/dec/2023 to reflect the date capsular contracture baker grade iii was reported. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.